Event description:
Customer reports when balloon is deflated, ridging occurs from deflated balloon. Withdrawn suprapubic, extra resistance is felt because of ridging and can cause trauma when withdrawn, ie, bleeding. Damage to suture line particularly in radical procedures.